Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and was suspected to have dislodged. Chest xray imaging confirmed that the ra lead had dislodged but still exhibited sensing. As such, the associated device was reprogrammed so that the ra lead is used for sensing only. No additional adverse patient effects were reported. The device remains in service.